Event description:
Information received by medtronic indicated that the customer has reported data missing after carelink upload. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. The customer will continue using the application and the product will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Complaint summary: helpline support team reported that user do not see pump data in carelink reports even after the data was successfully uploaded. Investigation/testing summary: an attempt was made to reproduce the issue by generating the reports in carelink support application for the provided user and confirmed that the issue was reproducible. However , we wanted to validate the uploaded data to see if the pump data is available. To investigate further, created an internal ticket with the carelink development team and provided the uploaded data from carelink database. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10938952doc_m, version pch00105248. (Most likely) root cause: the root cause of this issue is that the uploaded data did not have required pump information to be displayed in the reports. Analysis summary: carelink development team confirmed that the pump data was not available on the uploaded snapshot which was the reason for reports not showing up the information. Also below is the possible cause for the missing pump information in the uploaded data. "" the pump has a limited memory on 780g pumps for storing pump history data, and as a result, the pump history records were not available since the user did not upload the data for a long time. This is in contrast to the sensor history data, which is stored separately for 780g pumps. The user was using the pump since june 2023, but did not upload any data until october 6th, 2023. We wont be able to know if there were any pump history on august 6th because the pump history prior to august 6th was not retained in memory. So it is recommended that the user does more frequent uploads to avoid data loss"" helpline confirmed that the provided feedback has been informed to the user. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.